Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to hearing audible alert tones from the implantable cardioverter defibrillator (ICD) every three hours. It was further reported that the patient had experienced discomfort and palpitations for approximately a half hour prior to arrival. The alert tone heard every few hours can be indicative of a right ventricular (rv) lead issue. Follow-up for additional information was unsuccessful. Both the ICD and the rv lead remain in use. No further patient complications have been reported as a result of this event.